Event description:
While preparing the model 3100a for use on a pt, the operator heard a loud noise of escaping air from the driver compartment. The pt was treated with another 3100a without compromise.